Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, this patient reportedly underwent treatment of an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. A trunk-ipsilateral leg component was implanted with no issue. However, it was reported that the physician had great difficulty cannulating the contralateral gate of the trunk due to the patient's tortuous anatomy. The physician reportedly elected to convert the patient to open repair, as the contralateral gate could not be cannulated, and the patient had been under fluoroscopy for a long period of time. The trunk-ipsilateral leg component was explanted with no issue, and the aneurysm was repaired surgically. The patient tolerated the procedure well.